Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 10ml ls bulk non-printed eto res has experienced 80 occurrences of foreign matter in the device cannula before use. The following has been provided by the initial reporter: inspection identified a particle inside the syringe, resting on the plunger. The particle was approximately 1.0mm x 0.5mm and appeared to be plastic when viewed under magnification.

Event description:
It has been reported that the syringe 10ml ls bulk non-printed eto res has experienced 80 occurrences of foreign matter in the device cannula before use. The following has been provided by the initial reporter: inspection identified a particle inside the syringe, resting on the plunger. The particle was approximately 1.0mm x 0.5mm and appeared to be plastic when viewed under magnification.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned photos and confirmed the reported observation of foreign matter on the syringe stopper. However, since an actual sample was not returned, the source and type of foreign matter could not be determined. The appropriate personnel have been made aware of this report. A corrective action plan has been initiated to address this issue and prevent future occurrences of this type. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time. CAPA# 624191 was raised to address on foreign matter.